Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4 monthsafter implant was placed in ada site #30 of patient¿s mouth, non-osseointegration was observed. Performed. The hygiene around the implant was excellent. The patient presented with infection and has a history of controlled diabetes mellitus. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that 4 months after implant was placed in ada site #30 of patient¿s mouth, non-osseointegration was observed. Performed. The hygiene around the implant was excellent. The patient presented with infection and has a history of controlled diabetes mellitus.. There were no reported patient injuries or complications.